Manufacturer narrative:
IFU was reviewed and it includes choroidal effusion as a known complication and adverse reaction. Doctor stated that the patient progressed and was confident of their recovery.

Event description:
Choroidal drainage and tube ligation for kissing choroidals for an iop of 5-6.